Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Trans-septal puncture (tsp) was completed using the versacross connect system. The physician had to re-stick the septum for a lower access site. The wds was prepared, advanced and deployed in the laa. Approximately one (1) minute after release of the closure device, a pericardial effusion sweep was performed, and an effusion was noted in the right ventricle. Pericardiocentesis was completed and 700cc of red fluid was removed to treat the effusion. The physician suspected the effusion was from the tsp. The patient remained hemodynamically stable and was kept overnight for monitoring. There were no further complications and the patient was discharged the next day. It was further reported via the watchman surpass pro registry that the patient experienced tamponade and death as a result of this event.

Manufacturer narrative:
B2: outcomes attrib to adv event: death added. B5 describe event or problem: updated with additional information received. H1: type of reportable event updated to death. H6: patient code e0605 added. H6: impact code f02 added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Trans-septal puncture (tsp) was completed using the versacross connect system. The physician had to re-stick the septum for a lower access site. The wds was prepared, advanced and deployed in the laa. Approximately one (1) minute after release of the closure device, a pericardial effusion sweep was performed, and an effusion was noted in the right ventricle. Pericardiocentesis was completed and 700cc of red fluid was removed to treat the effusion. The physician suspected the effusion was from the tsp. The patient remained hemodynamically stable and was kept overnight for monitoring. There were no further complications and the patient was discharged the next day.

Manufacturer narrative:
B2: outcomes attrib to adv event: death removed b5 describe event or problem: updated with additional information received h6: impact code f02 removed.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Trans-septal puncture (tsp) was completed using the versacross connect system. The physician had to re-stick the septum for a lower access site. The wds was prepared, advanced and deployed in the laa. Approximately one (1) minute after release of the closure device, a pericardial effusion sweep was performed, and an effusion was noted in the right ventricle. Pericardiocentesis was completed and 700cc of red fluid was removed to treat the effusion. The physician suspected the effusion was from the tsp. The patient remained hemodynamically stable and was kept overnight for monitoring. There were no further complications, and the patient was discharged the next day. It was further reported via the watchman surpass pro registry that the patient experienced tamponade and death as a result of this event. It was further reported, based on a good faith communication from the bsc senior clinical specialist and the physician, that the patient passed away on (B)(6) 2025 due to unsuccessful resuscitation following a massive gastrointestinal bleed. The death was determined not to be related to the watchman device or the procedure.